Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 24 mg/dl, and went to the emergency room (ER) with a bg level of 150 mg/dl. While at the ER, the customer was treated with intravenous (IV) glucose, and a computed tomography (CT) scan was performed. The customer left the ER with a bg level of 200 mg/dl and feeling "stable".